Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff tore during the passage through the patient's trachea, the cannula was tested, confirming that the cuff was not inflating. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.